Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to flattened button dome switch. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.